Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with the sl10, the main coil was found to be stuck inside the catheter, the main coil was found to be stretched, suture was found to be broken, and the main coil was found to be detached. The detachment seems to be mechanical. A functional test for coil in catheter friction ¿ fail. The coil stuck inside the catheter. The reported coil in catheter friction was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer that no damage noted to the packaging prior to opening the packaging and device was prepared as per the dfu. Also, continuous flush was maintained throughout the procedure. During analysis, the main coil was noted to be in jammed in sl-10 microcatheter. Also, the main coil was noted to be stretched and suture was damaged. Therefore, the reported event was confirmed. In the case of this complaint, it is probable that the main coil sustained damage during advancement/retraction inside the microcatheter which caused it to jam. It then likely detached prematurely when the delivery wire was pulled back. An assignable cause of procedural factors will be assigned to the as reported (ar) and (aa) ¿coil in catheter friction' , and to (aa) 'main coil stretched', 'main coil suture damage', 'coil jammed', and 'main coil prematurely detached/separated during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject coil was returned for analysis and it was discovered that the subject coil was prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.